Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had an error code. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Investigation found pump was displaying "46002" error code alarm message on power up. A faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. Evaluation codes method:b01 [10] - testing of actual/suspected device c91896. Evaluation codes result:c0201 [4203] - electrical/electronic component problem identified c139489. Evaluation codes conclusion:d15 [4315] - cause not established c139471. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Investigation found pump was displaying "46002" error code alarm message on power up. A faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
H6) additional information was received indicating that there was no patient injury.